Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
1 reported false positive result (analyte unknown). Unknown if patients were symptomatic or not. Unknown if the results were confirmed. Confirmation method(s) not provided. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification. The customer also reported 14 additional patient events which are captured in separate reports.